Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported line not working well, not able to aspirate. Removed due to malfunction of the PICC. Partial fracture evident at 10cms inside of the skin of the patient. Seen after removal of the PICC. No parts of the PICC were left inside. Inserted on (B)(6) 2024, removed 91 days post insertion. Chemo patient treatment had to be delayed as required new PICC. No other information was provided.